Manufacturer narrative:
Country netherlands medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use t was reported that patient had power on reset (por). And that therapy switched off and the error message that all data is lost came up, for patient to contact healthcare professional (hcp). It occurred twice during traveling between turkey and the netherlands. It seemed to be caused by the security portal. Patient went to hcp and therapy was switched on. Agreed with the patient that they will set up a meeting at the hospital so that manufacturer representative (rep) can make a log file from patient device.

Event description:
Additional information was received. It was reported that in (B)(6) patient flew from turkey to the netherlands and at the turkish airport patient crossed the security portals and system was switched off. Patient got the message on smart programmer that all data was lost. In netherlands, patient went to the hospital and the system indeed had a por. The physician assistant was able to switch the therapy on again and advised patient to turn off the therapy in case they needed to go through the security portals. On (B)(6) 2024, patient went back to turkey. This time they switched off the therapy at the airport. Once they were in their hotel in turkey, they were not able to switch the therapy on. On (B)(6) 2024, patient phoned with the physician assistant, and they asked patient to come to the hospital in netherlands on (B)(6) 2024. On (B)(6) 2024, the therapy was switched on again and impedance was checked. Everything seemed to work well. The patient has no issues with charging and the therapy works well for them. Only thing was that they were afraid to travel, since it is awful for them that the therapy switches off all the time. Manufacturer representative (rep) advised patient not to go through the security portals and asked the nurse to draw up a letter in which states that this patient cannot cross these portals. The patient plans to go to turkey on (B)(6) 2024, so rep wanted help understanding situation.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that the event did not occur in the country of the netherlands. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. See manufacturer¿s report# 2182207-2024-02840 report of event occurring in correct country. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.